Manufacturer narrative:
Concomitant medical products: 407658 lead, implanted (B)(6) 2018; 9529 implantable cardiac monitor, implanted: (B)(6) 2011.

Event description:
It was reported that the patient has been experiencing intermittent diaphragmatic stimulation from the left ventricular lead since the implant. The left ventricular pacing vector was reprogrammed and the lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.